Event description:
It was reported the patient was unable to adjust their stimulation. The patient programmer displayed a "call your doctor" message. The device had entered a power on reset condition. Follow up revealed the patient had been attempting to set up to charge the device when the power on reset occurred. The device had been reprogrammed the day before the event. At the time of the reprogramming, the device was at a 50% charge. Following the power on reset, the device was reprogrammed and the patient was doing "great".